Manufacturer narrative:
The pt's medical records were received and a clinical investigation was performed. The clinical investigation concluded that the pt's final culture results showed no aerobic or anaerobic growth after 5 days of incubation. Peritonitis is a known complication of pd, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis. The actual device was replaced but was not available for investigation. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specs.

Event description:
The peritoneal dialysis (pd) reported a drain complication encountered alarm during pd treatment on the liberty cycler. The pt stated she had surgery recently to move her catheter around and was being treated for an infection. The pt's medical records revealed that the pt was started on intra-peritoneal antibiotics due to indicated peritonitis.